Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the device was returned with a broken pin stuck in its cannulation. The pin od could not be measured accurately due to the damage but appears to meet the drawing specifications in effect prior to (B)(4). The pin revision is also unknown, however it is likely related to a known issue related to the upper tolerance range of the pin od addressed in (B)(4). (B)(4) was initiated to address this issue.

Event description:
It was reported that the pin from the ar-9207s set broke off in the guide.